Event description:
It was reported that the ball tip screwdriver is stripping the bolt on the acetabular cup handle making it hard to detach handle from trials and implants. To avoid operative problems we selected a different instrument. Outcome was successful with substitute instrument.

Manufacturer narrative:
Specialty ball hex driver per file (B)(4), cat# I-h1385hex0, lot# f7a15839, mfg on 02/08/2012, was also listed in this report. At the present time it cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the eval summary will be submitted in a supplemental report.